Event description:
Bile seeped out of the specimen bag material while removing from patient. This was viewed on the video monitor by dr. (B)(6), the scrub tech and sales rep.

Manufacturer narrative:
The product is a vendor supplied product. The qfi report review identified when the product was received, quantity, sales information and for similar reports. The product was received on 01/11/2013, and a total of (B)(4) cases were received. The product was received under po (B)(4). Deroyal has sold (B)(4) cases of the finished good from (B)(4) to (B)(4). No similar reports were found. During the course of the investigation (B)(4) supplied a performance evaluation of the product. The evaluation results are provided within the (B)(4) attachment. An initial scar response was provided on 04/13/2013, indicating the investigation is ongoing. Refer to the (B)(4). Call (B)(4) attachment. The vendor has been identified as (B)(4). (B)(4) was issued to the vendor on 03/11/2013. Follow ups: 03/25/2013; 04/03/2013; 04/12/2013; 04/18/2013; 04/26/2013;05/06/2013; 05/14/2013; 05/21/2013; 05/28/2013; 06/03/2013; 06/10/2013; 06/17/2013; 06/24/2013; 07/01/2013; 07/05/2013; 07/22/2013; 08/19/2013; 08/28/2013; 09/04/2013; 09/10/2013; 09/12/2013; and the updated response was received on 09/16/2013. Within the vendor's response, it was indicated that, "the new revisions will be tested using the same test format as tr (B)(4), to ensure that the change has been implemented correctly". Added 09/16/2013 - (B)(4) is still in the verification phase as we are still testing the new style bag to our quality standards, but mr. (B)(6) has confirmed via email that the new bag has met all outstanding complaints. In addition, the qc complaint specialist created a time line of events has been completed to provide additional details for the additional follow up communication and responses by the vendor. Refer to the call (B)(4) time line attachment. Updated: due to a review of the complaint and subsequent decision that the reported issue requires an MDR, the call has been re-opened per deroyal regulatory department. The initial investigation details communication between the deroyal and the vendor of the device, (B)(4). Correction: no additional corrections have been taken as a result of the re-opening of the call. Root cause analysis: no changes have been made to the initial investigations root cause determination (B)(4): the root cause appears to be along the seam of the pouch where it is possible that the heat sealer is not properly sealing the pouch. The cause for the heat sealer failure has not been determined yet. Added 09/16/2013- the decision was made to source a pouch that was made of a different material that provided a stronger seal than our current product. The new material is also impermeable. (B)(6) was able to see the new style bag at a diagnostic lab on september 11, 2013. The new pouch is now stitched to ensure that there can be no heat sealer issue. Updated: deroyal has determined to issue a recall for the finished good. This information has been communicated to the qc complaint specialist on 04/14/2015 via email. The email will be retained within the qc complaint specialist email file. (B)(4): added 09/16/2013-(B)(4) held a diagnostic lab prior to releasing the new product that allowed multiple companies to use the product and provide feedback. We will also provide, along with the help of our distributors, more hand on-in-service and follow-up to ensure proper use of the product. Updated: deroyal has taken additional actions with the executive decision to discontinue to distribute the (B)(4) product line. Evidence of this decision was communicated to the qc complaint specialist via an email received on 02/10/2015 and will be retained within the qc complaint specialist email file.